Event description:
A malfunction alarm was reported, displaying a specific code. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on resetting the pump, which resolved the issue, and was advised to continue using the pump while being instructed to contact support if the issue reoccurred.